Event description:
It was reported that the system 9900's collimator would not rotate. There was no adverse pt involvement reported. There was no pt information reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The collimator was found to be defective and was replaced. Also, the high voltage cable was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service.